Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens was damaged. The physician believes that the cartridge might have caused the issue.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).